Manufacturer narrative:
It could not be confirmed that there was a defective knob that was difficult to turn. It was found that the upper case, lower case, and battery drawer had contamination. It was also noted that one of the side bail covers was broken, and the keyboard was scratched. Additionally, one encoder was found to be noisy, but there were no electrical anomalies observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a defective knob that was very difficult to turn. The epg has been returned to service. There was no patient involvement.